Manufacturer narrative:
G4: 08may2020. B4: 09may2020. No product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:13apr2021. B4:26apr2021. The field service engineer (fse) duplicated the reported alarms. The (fse) also confirmed illumination failure in the green power light emitting diode (led). They also identified issues with the top cover. The (fse) replaced power management board to resolve the reported issue. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported that the 5 volt supply failed alarms sounded. There was no patient involvement.